Event description:
Potential infection. The rep thinks he heard the doctor say endocarditis, but he is not 100% sure on that. The doctor is talking about extracting the full system. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).